Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was not working. The blood glucose level was unknown. The customer reported that she changed out the battery and the pump is still not working. The troubleshooting was not performed. The insulin pump will not be returned for analysis.